Manufacturer narrative:
Concomitant medical products: 4068-45 lead, implanted: (B)(6) 2000. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope, and the right ventricular (rv) lead exhibited rising impedances and high impedances and thresholds. The lead apparently fractured, and was inactivated and replaced with a new lead on the opposite side. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.